Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had presented to the emergency room due to symptoms, and review of the reports found what appeared to be a true ventricular fibrillation (vf) arrhythmia were there were some undersensed beats that caused the device not to provide therapy. The field representative was planning to see the patient to measure the amplitude and reprogram accordingly. The device remains in-service. No additional adverse patient effects were reported.